Manufacturer narrative:
The legal manufacturer's investigation is ongoing, this report will be supplemented when new and relevant information becomes available.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited air/water tube and air/water cylinder had foreign objects. Inside of the lightguide lens had a stain. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d5, d8 and h6 (component codes). Additional information added to fields h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. For the events of air/water cylinder has foreign material and air/water channel had foreign material, the legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization processes where no obvious deviations from instructions for use were identified. Based on the results of the investigation, olympus confirmed foreign material remained in the device, but the type of the material or root cause cannot be identified. Physical damage was not found at the locations with foreign material. For the event of stain inside the light guide lens, olympus confirmed stain remained in device, but the type of the stain cannot be identified. The light guide lens glue peeled off by physical stress caused by hitting/dropping the distal end, chemical stress from chemical solutions used, or the like. Subsequently, humidity invaded the light guide lens and caused corrosion. However, it could not be specified the occurrence cause by confirming the event/analyzing the device because the device was not sent to manufacture bossiness center. For the events of air/water cylinder has foreign material and air/water channel had foreign material, the events can be detected/prevented by following the instructions for use: instructions for use states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection. Instructions for use states the preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. For the event of stain inside the light guide lens, the event can be detected/prevented by following the instructions for use: instructions for use states the detection method in tjf-q190v operation manual 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.